Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced multiple low blood glucose (bg) levels between 57-73 mg/dl. Customer alleged that the low bg was due to changes to the basal rates made without a healthcare provider's advice. Tandem technical support advised customer to call back to troubleshoot and consult with a healthcare provider if the issue reoccurs.